Manufacturer narrative:
The field service engineer (fse) proactively replaced the aspirate probes, peristaltic pump tubing and the main pipettor tip. The fse verified all alignments; no issues were noted. The fse discovered substantial play on the stator valve and made the necessary adjustments. The fse cleaned the wash and precision pumps and valves, and verified the belt tension. The fse performed a routine system check and high sensitivity system check, both passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Four levels of troponin I quality control (qc) were supplied for review. All four levels were performing within the laboratory's established ranges from (B)(6) 2013. Calibration curves for troponin I, performed on (B)(6) 2013, passed with specifications. A routine system check, performed on (B)(6) 2013, passed within instrument specifications. Creatine kinase-mb (ck-mb) assay information was not supplied. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, and an erroneously elevated creatine kinase-mb (ck-mb) result above the normal reference range, for one patient, involving the access 2 immunoassay system utilized in conjunction with the access accutni and access ck-mb assays and calibrators. Subsequent analysis of the patient¿s sample, on the original instrument, produced another elevated troponin I result, above the ami limit. The erroneous troponin I and ck-mb results were released out of the laboratory. As a result, the patient was admitted to the intensive care unit (ICU) based on the erroneous values. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer sent the patient¿s sample to a reference hospital where the sample was analyzed on another access 2 immunoassay system and obtained lower results, within the normal reference range, for both parameters. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.